Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) had a slow helium leak. It is unknown under which circumstances the event discovered, however there was no patient involvement.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had a slow helium leak at a time when the pump was not being used. There was no patient involvement.

Manufacturer narrative:
Updated fields: h6 (investigation type, investigation findings, component codes & investigation conclusions). A getinge field service engineer (fse) evaluated the unit and was able to reproduce the reported malfunction. The fse replaced the helium regulator (0119-00-0208) and the pneumatic pressure gauge (0103-00-0418). The unit passed all calibration, functional and safety tests. The iabp was returned to the customer and cleared for clinical use. The following investigations were performed by technician of the maquet failure analysis and testing department (fat) for the returned parts. The helium regulator (0119-00-0208) and pneumatic pressure regulator (0103-00-0350) were combined as one item and returned. The pneumatic pressure gauge (0103-00-0418) was also returned for investigation. The failure analysis and testing technician installed the helium regulator assembly p/n: 0119-00-0208 into the cs300 test fixture serial number: (B)(6) and tested the helium regulator assembly as per the cs300 service manual part number: 0070-00-0689 revision v. The fat dept. Verified the failure of the helium regulator assembly. (Slow leak). Suspected valve p/n: 0103-00-0350 as reasoning of leak. Retaining the helium regulator assembly in the fat dept. Per procedure 0002-07-d008 rev ak. The failure analysis and testing technician installed the helium regulator assembly p/n: 0103-00-0350 pneumatic helium pressure regulator into the cs300 test fixture serial number: (B)(6) and tested the pneumatic helium regulator assembly as per the cs300 service manual part number: 0070-00-0689 revision v. The fat dept. Verified the failure of the pneumatic helium regulator assembly. (Slow leak). Suspected valve p/n: 0103-00-0350 as reasoning of leak. Retaining the pneumatic helium regulator assembly in the fat dept. Per procedure 0002-07-d008 rev ak. The failure analysis and testing technician installed the helium gauge p/n: 0103-00-0418 into the cs300 test fixture serial number: (B)(6) and tested the helium gauge as per the cs300 service manual part number: 0070-00-0689 revision v. The fat dept. Could not verify the failure of the helium gauge. Passed all testing. Retaining the helium gauge in the fat dept. Per procedure 0002-07-d008 rev ak.